Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported via a manufacturer representative (rep) that the patient had suffered a blood clot in his brain the day after the procedure. Additional information from the healthcare professional (hcp) office reported the patient had an appointment with the hcp on (B)(6), and the white piece was removed. The hcp reported they were waiting for clearance to see if they could move forward with another surgery. The patient had been seen by a manufacturer representative (rep). There were no further complications that have been reported as a result of this event. The indication for use is unknown.